Manufacturer narrative:
Spouse of type 1 diabetic on vgo 40 reported that the patient experienced an event of severe hypoglycemia requiring emt intervention. The patients wife found the patient to be seizing. The patients wife immediately called 911. She was not able to obtain a bg measurement at that time. While waiting for the paramedics to arrive the patients wife removed the vgo device and attempted to give the patient small amounts of soda. She also used a cold wash cloth in his mouth in an attempt to clean blood which was coming from his tongue due to his biting it while seizing. She reports that after using the cold wash cloth the patient appeared to become more alert. The paramedics arrived and were able to administer glucose gel to the patient. The patients bg and level of alertness immediately began to increase. The patient recovered and was not transported to the hospital. Patient consulted with his hcp the following day. The hcp prescribed vgo 30 use. The patients bg has improved since beginning vgo 30 use. The vgo device worn at the time of the event was discarded. Root cause cannot be determined based on the information provided; however it is possible the vgo 40 contained too much insulin for the patient.

Event description:
Spouse of type 1 diabetic on vgo 40 reported that the patient experienced an event of severe hypoglycemia requiring emt intervention. The patients wife found the patient to be seizing. The patients wife immediately called 911. She was not able to obtain a bg measurement at that time. While waiting for the paramedics to arrive the patients wife removed the vgo device and attempted to give the patient small amounts of soda. She also used a cold wash cloth in his mouth in an attempt to clean blood which was coming from his tongue due to his biting it while seizing. She reports that after using the cold wash cloth the patient appeared to become more alert. The paramedics arrived and were able to administer glucose gel to the patient. The patients bg and level of alertness immediately began to increase. The patient recovered and was not transported to the hospital. Patient consulted with his hcp the following day. The hcp prescribed vgo 30 use. The patients bg has improved since beginning vgo 30 use. The vgo device worn at the time of the event was discarded.

Manufacturer narrative:
Block d4-UDI # provided. V-go lot # provided was used to produce multiple finished goods lots. The most current UDI# was provided in block d4 and the other UDI's are listed here: (B)(4). Block e1- initial reporter corrected, block e2- health professional - not checked, block e3- non healthcare professional, block g7- follow up #1, block h2- correction checked, block h4- manufacture date provided.